Manufacturer narrative:
Evidence suggests that a user-caused electrical fault resulted in the burning smell reported by the customer and the burned component identified by the fse. (B)(4).

Event description:
On (B)(6) 2016 the customer reported that a burning smell had been detected coming from the laboratory's access2 immunoassay system (serial number (B)(4)) after the performance of weekly maintenance. The customer also reported pipettor motion errors and rv (reaction vessel) cleanout errors. A beckman coulter fse (field service engineer) was dispatched to evaluate the customer's system and identified a burned component on a pcb (printed circuit board) which had been damaged by an electrical fault.